Event description:
The customer called and reported the insulin pump displayed a button error and none of the buttons were working. Customer stated she needed to call her mother and would call back at a later time. Customer called back later and was to revert to a back-up plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.